Event description:
Customer reported a hospitalization due to a motorcycle accident. The current blood glucose is 155 mg/dl. The insulin pump has cosmetic damage. The customer stated that the insulin pump is beeping. Customer is hospitalized due to injuries. Nothing further reported.

Manufacturer narrative:
The insulin pump received with torn keypad overlay, scratched lcd window and scratched case at reservoir tube side. All currents are in specification. The insulin pump was monitored for two days, no audio beep anomaly noted. The insulin pump had rattling at vibrator motor due to adhesive not adhering to the case. No damage found on electronic assembly and motor.